Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a follow-up, loss of pacing and premature battery depletion was observed. The device was explanted and replaced. The patient was in stable condition.